Event description:
Clinic notes were received indicating that during an office visit with her neurologist in (B)(6) 2012, the patient has been seizure free for two months after her medication was increased until two weeks before the office visit when the patient began to have seizure 2-3 times per week. The patient¿s medication was increased but later reduced due to side effects. The patient was reported to be tolerating the medications well and was having 1-2 brief nocturnal seizures per week. In 2012, the patient was having 3-4 seizures per month. Attempts for additional relevant information were made but have been unsuccessful to date.

Manufacturer narrative:
.